Manufacturer narrative:
Philips service replaced the isb_x board and image hard drive spare parts, and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the isb board and hard drives failed, requiring replacement to restore function on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.